Event description:
It was reported that the customer experienced intermittently elevated blood glucose (value not provided) and customer alleged pump was not delivering insulin properly. Customer treated elevated bg with insulin pens and after reverting to using an alternate method of insulin therapy, elevated bg issue was resolved.